Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from sweden, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position. The patient had been asymptomatic until presentation to the hospital with pulmonary edema. During the procedure, the patient experienced back pain. A dissection of the descending aorta was suspected and subsequently confirmed, likely occurring during advancement of the delivery system. While advancing the delivery system and sapien valve at the level of the aortic arch, a stroke or transient ischemic attack (tia) was suspected due to the onset of unclear speech. However, the physician confirmed that these transient neurological changes were related to temporary hypoperfusion. During valve deployment, a complete atrioventricular (av) block and a ventricular septal defect (vsd) measuring approximately 5-7mm occurred. This was considered likely due to interaction between the valve stent frame and the ventricular septum. Despite these complications, valve was performing well. The patient had since then a temporary pacemaker and developed unstable hypotension that was difficult to manage medically. Due to the hemodynamic instability, an urgent decision was made to close the vsd. Surgical intervention was deemed too high risk. Therefore, the team proceeded with transapical deployment of a vsd closure device. The procedure was successful, and no residual shunt was observed. However, apical bleeding occurred at the end of the procedure, and the patient was transferred to the operating room for completion of surgical management. The intervention was successful, and the patient blood pressure improved and stabilized thereafter. The patient recovered well.